Event description:
The daughter of a (B)(6) female pt called zoll customer support to report that the pt was receiving a service code 204 and the monitor's electrode belt connector was damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (service code 204, damaged connector) was confirmed. Upon investigation, the monitor's electrode belt connector was broken free from the monitor case, damaging wires and causing the service code. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.